Event description:
It was reported that a user experienced a scan error while attempting to connect a freestyle libre 3 plus sensor to the ilet system, and customer support provided troubleshooting, including a phone restart and confirmation of successful sensor activation with communication of the warm-up period. Symptoms included no adverse clinical symptoms reported. Outcomes included successful activation with no alerts or alarms and no need for medical intervention. User support included guided troubleshooting and user education. Investigation of this case revealed that the scan error was resolved through standard connectivity and setup steps with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity factors addressed through routine troubleshooting.

Manufacturer narrative:
Initial.